Event description:
Customer reported that the passport v monitor fell off from the rolling stand and the nurse caught it. No pt injury reported.

Manufacturer narrative:
Issue currently under investigation.